Manufacturer narrative:
Lot review: a lot review of 3311260 showed that (B)(4) units were manufactured, tested, inspected, and released in september 2016 citing no exception documents.

Event description:
Medsun (B)(4) received reporting multiple issues (connection; leakage ) with use of ch2000s-c & unspecified primary lines and clave connectors. The report describes the (B)(6) event as follows "...4-hour cisplatin infusion was running with 20 minutes (184 ml) left. The pt rang out that her tubing had disconnected. Rn went in to assess, clave intact to port but infusion leaking from primary line. Port tubing clamped and chemo infusion stopped. Post-hydration fluids with new tubing were hung. Upon discarding chemo, rn noted that additional clave was attached to spiros connector; disconnection had occurred between the two claves." There were no reported patient injuries, adverse consequences.